Manufacturer narrative:
The customer was unable to identify the lot number of the device which was involved in the reported needle stick. Unable to perform complaint history check and device history review. Four (4) loose devices were returned from the customer (lot number unk). These devices were visually inspected and it was observed that there were bent locking tabs on the device. The customer returned add'l samples of product on (B)(6) 2011. A thorough investigation of the observed condition was initiated and is on-going.

Event description:
The customer reported that a nurse was drawing a pt who has (B)(6) and activated the button for the needle to retract after the blood draw. When he was going to dispose the device, the needle "came back up" and he was stuck. The nurse was going through blood testing. No medical or surgical intervention has been reported to date.